Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that a system presented with low light. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
This file was reported in error. This file was not reportable. There will be no further reports sent.(B)(4).